Event description:
It was reported that patient underwent an inflatable penile prosthesis (ipp) implant procedure two months ago and he has concerns with the placement of the reservoir. No further information was provided.